Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd micro-fine ultra¿ insulin pen needle(s) broke during use. There was no report of injury or medical interventions.

Manufacturer narrative:
Additional lot number: medical device lot #: 7024600, medical device expiration date: 7/31/2022, device manufacture date: 7/27/2017. Investigation summary: 51 sealed 31g x 8mm pen needle samples were returned from lot. No. 7208796, cat. No. 325105 and 21 sealed 31g x 8 mm pen needle samples were returned from lot no. 7024600, cat. No. 325105. Visual examination was carried out on 15 samples from lot no. 7208796 and 15 samples from lot no. 7024600 and no issues were observed. Lot history reviews were carried out and no related non conformance were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.